Manufacturer narrative:
Checked current stock in-house for lots 107290 and 104405; no problems found. No indication of problem in production record review. No other complaints for these for these lot in a two year period. Samples were sent to the msc supplier ((B)(4)) for eval. (B)(4).

Event description:
Reporter noted "fuzz" during surgeries over two weeks, but couldn't identify source. Now feels they come from mayo stand covers.